Event description:
Clinical Narrative:An Impella CP device was inserted via the right femoral artery in a 63 year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (AMI/CGS). The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. The patient's medical history was notable for peripheral artery disease (PAD).The Impella CP was inserted emergently with it being known that the patient had a medical history consisting of PAD, below the knee amputation, and a failed femoral to popliteal bypass to the contralateral extremity. Given the patient's critical hemodynamic condition, the treating provider elected to proceed with implantation of the Impella CP. Post implant, decreased distal blood flow was noted on fluoroscopy and distal pulses could not be palpated or identified by doppler assessment. A distal perfusion catheter was attempted and was unsuccessful. The patient was then transferred to a secondary facility were a second attempt was made to place a distal perfusion catheter. Both attempts were unsuccessful. The decision was made to escalate to an Impella 5.5 via the right axillary artery. The CP was removed with no adverse events reported. However, the Impella 5.5 was unable to advance through the axillary artery despite the angle of insertion being 45 degrees. It was reported that the vessel diameter was less than 7 millimeters. Other contributing factors reported was poor vasculature and the patient requiring multiple vasopressors and inotropes. The Impella 5.5 was removed and a second Impella CP was placed.While on support, the Impella CP device operated at performance level 8 with expected flows of 3.5 Liters/minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate.Ischemia is a known risk with large-bore access and may be influenced by the patient's underlying peripheral artery disease, critical clinical condition as they presented in Society for Cardiovascular Angiography and Interventions Shock Stage E, and the requirement of multiple vasopressors and inotropes.

Manufacturer narrative:
The patient needed more support, so the account discarded all Impella devices and placed the patient on extracorporeal membrane oxygenation.This is one of two related reports. This report represents the Impella CP and another report will be submitted to represent the Impella 5.5.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.